Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-pacemaker dependent, asymptomatic patient presented in clinic during follow up, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. The patient was fine.